Event description:
It was reported that the right ventricular lead exhibited an insulation abrasion during an unrelated device procedure. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.